Event description:
It was reported to arkray on (B)(6) 2009 that the pt noticed that the measurement unit of super glucocard 2 was not correct. No pt injury or medical intervention was associated with this event. No further info was available regarding this event.

Manufacturer narrative:
The complaint device was returned for eval. During the investigation, it was found that the measurement unit was changed, which indicates that the pt canceled the protection from the change of the measurement unit. This error accidentally occurs when the user inserts the used sensor to super glucocard 2 repetitively. The software upgrade was made not to change the measurement unit through inappropriate operation. The mfg history record, shipping inspection record and mfg inspection data were reviewed for (B)(4) and no anomalies were found. After analyzing all the data available, the most probable root cause is that software vulnerability contributed to the event.